Event description:
It was reported that during preparation for an unspecified procedure, the shaft of the maverick2 monorail catheter broke. The lesion being treated was located in the right coronary artery (rca). The shaft "snapped" as the device was being loaded onto the guidewire. The event occured outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.